Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: unconfirmed, no sample received. Investigation conclusion: based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer but not correlate this symptom with a potential cause linked to bd process root cause description: a full root cause analysis could not be conducted with the available information and is closed without a conclusion. Until samples are available no further investigation will be carried out. Batch record review did not indicate of any incident in relation to the problem statement. Batch was released in accordance to the acceptable criteria. Based on the verbatim, the complaint could be linked to loose plunger rod. Rationale: unconfirmed, no sample received.

Event description:
It was reported that the ultrasafe plus x100l pr green ccl amg experienced a broken/separated safety device. Product defect was noted prior to use. The following information was provided by the initial reporter: it was reported that when the health care provider removed the device from the blister to administer the product to the patient, the plunger broke.